Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that some reports came up missing information from the sensors. It was reported that the sensors gave calibration error alerts and readings that fluctuated from the 40's to the triple digits within ten minutes. The sensors looked okay upon removal.